Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having problems with the insulin pump. She stated that it was giving her insulin, but she had to do manual injections to bring down her glucose level. The caller stated that her glucose reading in the morning was 380, and the day before was 457mg/dl, she had to give manual injections again. The customer stated that the infusion sets and insulin were changed, but according to her body she was not getting any insulin. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Advise the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.